Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer went into the lake with the pump on for about five to ten minutes. The customer's blood glucose was 270 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted and no moisture damage was found inside of the insulin pump. The device was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and cracked battery tube threads.